Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was having chest and arm pain and had a loss of therapeutic effect at night time. The patient stated that they had been getting up 4-5 times at night and these symptoms had a gradual onset. The patient also noted that these symptoms occurred following some type of environmental exposure. The patient had been using transcutaneous electrical nerve stimulation (tens) units and their stimulation for their implantable device had been on when they were using these units. The patient started physical therapy in (B)(6) 2014 and that is when they started using tens units at their therapy sessions and also at home. The patient stated that about two weeks after starting physical therapy they experienced some chest pain and they just thought it would go away on its own. Two months prior to report, the patient noticed the return of night time symptoms. The patient stated that they had adjusted the settings herself, however the last time they had seen their healthcare provider was two months prior to report and they were told their stimulation was off. The patient believed they may have accidentally turned the stimulation off after adjusting. The patient stated that programs 1 and 3 were not helping at all. The patient had a physical therapy session on (B)(6)-2014 and they experienced more severe chest and arm pain the following day. The patient went to their healthcare provider and received an electro cardiogram (EKG) and was told there was too much electricity going through their body. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3093-28, lot# v833298, implanted: 2012-(B)(6), product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported the chest and arm pain were not related to the device.